Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated during the trial procedure. Once the patient stood up and walked, coverage wasn¿t in the correct place. The issue was confirmed via x-rays. The patient was taken back into trial room, the lead was explanted and a new lead was placed. Effective therapy was established post-op.